Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06198). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when an asymptomatic patient presented via a merlin.net transmission, an alert for eri due to suspected premature battery depletion was seen. The device was explanted and replaced.